Manufacturer narrative:
Upon review of the provided information there is currently no allegation of a malfunction or serious injury associated with the automated impella controller (aic). A regulatory report is no longer necessary.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported that the purge disc not detected alarm occurred on the automated impella controller (aic) controller, after the cassette and bag were changed. The issue was resolved with new tubing.